Manufacturer narrative:
One blue line ultra® tracheostomy tube was returned for analysis in used condition. No discrepancies were noted upon visual inspection. A syringe was used to inflate the cuffs while submerged underwater; leaks were observed. The sample was inflated more to 24 hours with no discrepancies. Relevant documents were reviewed and deemed adequate. The manufacturing process, cuff assembly operation, and inflation line assembly were reviewed; no discrepancies were found. Inflation test was audited during thirty two (32) units; no deflated cuffs were found. Based on the evidence there was no root cause as the complaint was not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that dew condensation was found in the pilot balloon of a smiths medical portex® blue line ultra® tracheostomy tube. It was reported that upon deflating of the pilot balloon, water was noted after drawing. Subsequently, a tracheostomy (trach) tube change out was performed with no reported adverse patient effects.